Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The patient reported that they had been having trouble, and they were convinced that it had to do with their pump. The patient reported having "attacks". These attacks would last for days, and sometimes they lasted up to two weeks without a break. They knew when they were about to have an attack because they would break out in a dripping wet and cold sweat. This would be followed by a "number 10" pain that felt like their nerves were being ripped out. Their eyes twitched uncontrollably, and their heart rate went way up and was pounding. They indicated stress was being put on their body. After their previous pump was replaced, this did not happen as often. Drug information was not provided. The patient's outcome was requested.